Manufacturer narrative:
Conclusion and justification status: the complaint states the retractor broke. Examination of the device confirms the device is fractured. The device was forwarded to bioengineering and it was deemed necessary for the supplier to evaluate the product. The product has now bee sent to the supplier for further evaluation. The complaint shall be closed as under investigation. Once the supplier report is received the complaint will be reopened and updated accordingly. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The retractor broke.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.